Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as major chest pains and was treated with bolus, syringes and hospitalized. Customer's blood glucose value was 600 mg/dl at time of incident. Customer's current blood glucose value was 163 mg/dl. Customer stated bubbles in tubing and ended up in the hospital with diabetic ketoacidosis. The customer was discharged on friday 155 mg/dl and 163 mg/dl. The product was not returned for analysis.